Event description:
Report received from (B)(6) stating the device "has an electric cord that has a bad connection." The device was not being used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and unit was sent in with no power cord or foot switch and met manufacturing specifications. The event could not be duplicated. If additional information is received, a supplemental report will be sent. (B)(4).